Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the device functioned for a while, but then seized before the uterus was completed. The procedure was then converted to an open case to remove the last of the uterus.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2012-03699, medwatch 2210968-2012-03700 and medwatch 2210968-2012-03701. The same patient is represented in each medwatch.